Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the operating room for a generator change out. During the procedure the atrial lead exhibited noise. Polarity was changed from bipolar to unipolar and the sensitivity was reduced. The patient was stable throughout the procedure.